Event description:
It was reported that the patient was admitted with signs of cardiac arrhythmia. Upon admission, it was determined that the patient had ventricular tachycardia (vt) and appropriate implantable cardioverter defibrillator (ICD) shocks. The patient was administered anti-arrhythmic medication and was discharged home once stable. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: ventricular assist device (vad) sn (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient was admitted with signs of cardiac arrhythmia. Upon admission, it was determined that the patient had ventricular tachycardia (vt) and appropriate implantable cardioverter defibrillator (ICD) shocks. The patient was administered anti-arrhythmic medication and was discharged home once stable. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidit ies, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have c ontributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.